Event description:
I was allergic to the metal inserted in my neck. From surgery (anterior cervical decompression and fusion c6-7), and no prior allergy testing was done. I had add'l surgeon to have plate and screws removed. I also have a medtronic peek verte-stack spacer implant in my cervical spine (c6-7). Contradictions for verte-stack state that it is "not intended for cervical spine, and that it is only to be used in the thoracolumbar spine, (t1-l5)." Increased pain, headaches, and spitting up of blood regularly.